Event description:
It was reported, that this right ventricular lead and associated implantable cardioverter defibrillator delivered eight shocks for an arrhythmia. An open circuit fault was reported, on the final shock for a high out-of-range saturated (over 145 ohms) impedance measurement. The last shock delivered appeared to convert the rhythm. The patient subsequently expired. They were reportedly, receiving external defibrillation at the time of death. It was not noted, if the device and external defibrillation overlapped. A copy of device memory was preserved and submitted for analysis. Engineering review of device data, found that there were no other device alerts, other then the open circuit message. This review confirmed, that shock impedance had remained within normal range prior to delivery of the eighth, reverse-polarity, shock. Following that shock, rv impedance measurements were in the 1-5 ohm range. And right atrial and shock channels both showed as saturated. This device has been received for analysis. The associated device and right atrial lead have been received for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).